Event description:
During baxter's evaluation of a spectrum pump, it was found that the row 4 keys ( (.), #4, #5, and #6) had intermittent operation.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit in its received condition permitted power up, navigation, and pump run, however had limited keypad operation due to intermittent operation of the row 4 keys ( (.), #4, #5, and #6) caused by a failed keypad. The remaining keys were functioning as expected. The keypad was replaced.